Event description:
A remstar pro cflex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible blower foam degradation. Additionally, the service technician also noted error code 30: err_motor_spinup_flux_high and error code 53: err_comp_log_sem_timeout were present. The device was scrapped by the service center after the evaluation was completed.